Event description:
Healthcare professional reported through the national breast implant registry (nbir) a "suspected/actual rupture/deflation", "change shape/size/style" and "correction of asymmetry". This record is for the left side. The device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: suspected deflation.